Manufacturer narrative:
Date of event is an unknown date in 2018. Additional procode: hwc. Date of implant is an unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 02.127.250; lot: 9501288; manufacturing site: (B)(4); release to warehouse date: june 02, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information; available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent tibial hardware removal on (B)(6) 2018, due to infection/ compartment syndrome in the knee. A variable angle locking compression plate (va lcp) posterior medial plate and eight (8) unknown screws were removed. The hardware was originally implanted in (B)(6) 2018. Procedure was completed successfully. Patient is doing well. It was stated that the plate was not believed to be the cause of the patient¿s infection. This report is for a 3.5mm va-lcp proximal tibia plate. This is report 1 of 2 for (B)(4).